Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pick-up coupling was loose, the switch sleeve was difficult to turn with the gauge for the cable attached, and there was inconsistent power during the power check with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred in 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.